Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving medication via an implantable pump for non-malignant pain. The patient experienced a lack of therapy. A (B)(6) study was done on (B)(6) 2016 but the results were not known. During an exploratory surgery on (B)(6) 2016 the healthcare provider noted a kink in the catheter. 5.5 cm was removed from the existing catheter because there was a kink in it. The catheter was aspirated after all sections were added or subtracted and the plan was to prime just the new catheter volume. The pump was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.